Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (300 mg/dl). System check with tandem technical support was performed and the pump was functioning as intended. Customer changed the site and delivered a bolus to address elevated bg levels. Reportedly, bg levels stabilized to 117 mg/dl.